Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 8mm amplatzer vascular plug ii was selected for implant on (B)(6) 2024. During the procedure it was noted that the device was faulty. The device was removed from the patient and rinsed in saline. It was noted that there was a hole in the nitinol mesh. The device was replaced with a new 10mm amplatzer vascular plug ii. The patient was hospitalized for treatment of a chest infection.

Manufacturer narrative:
An event of hole on the nitinol mesh chest infection was reported. The device was returned to abbott for investigation and confirmed to have a visible hole in the lobe of the vascular plug which is consistent per manufacturing procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident was consistent per manufacturing procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.